Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(6).

Event description:
It was reported that cmac hardware light too weak. No negative impact in state of health reported.

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: led is dim. Blade damaged. Housing worn. Cover worn. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the user, which has impaired the light quality. Internal karl storz reference number: (B)(4).